Manufacturer narrative:
Analysis of the switch components revealed that sensitivity to external stress had caused the failure of a resistor. The failure resulted in a small spark that was contained by our double-insulated design. Although this is not a statistically significant complaint and may be due to misuse or failure to follow instructions of the part of the consumer, we have initiated the following corrective actions: we have reinforced the terminals leading into the switch to reduce the possibility of current fluctuations and/or open continuity. We are investigating the possibility of repositioning components to reduce the possibility of accidental contact within the switch-case.

Event description:
Consumer stated that the cord flashed with fire, exploded, and fell apart.